Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient and his wife went out for christmas shopping. Once they were in their car, the wife noticed that the patient had a blank look on his face, he was unresponsive when she asked him to close the car door. She checked his mobile app and the cgm was displaying 127 mg/dl. After a few minutes, the patient had a seizure and the wife drove the patient to the hospital. Upon arrival at the emergency room (ER), the nurses checked the patient's bg and it was 37 mg/dl while the cgm was displaying 107 mg/dl. The patient then lost consciousness for five minutes and stated he was "half paralyzed". The patient was treated with a glucose drip and was provided crackers and peanut butter after regaining consciousness. The patient was in the hospital for 3 days. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.